Manufacturer narrative:
No further information was obtained from this customer. However, a handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found dents on the irrigation line. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. No further testing was performed. Disassembling the handpiece revealed moisture ingress within the electrode chamber the root cause can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. Based on the information obtained, the root cause of temperature high cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received by a company representative. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not work and heated up during a procedure. There were no system messages. The procedure was completed with another medical device. There was no patient harm.